Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
Same case as MDR ID# 2134265-2014-00868. It was reported that a shaft break occurred. The 2.75x8mm promus premier and the 2.75x12mm promus premier stent delivery system were selected on the same procedure. During the preparation of both devices, the stylets were removed however difficulties were encountered and both stylets were pulled harder which lead to the separation of the shaft from both catheters. The procedure was completed with a different device. No patient complications were reported and the patient's condition was fine.

Manufacturer narrative:
Device evaluated by MFR: the device was received in two sections as a result of a break in the hypotube. The break was located at 2cm distal to strain relief. An examination of the break site identified that the hypotube was flattened, consistent with the break occurring as a result of a severe kink. A severe kink was present in the hypotube at 3.1cm distal to break site. As part of the device analysis a recommended product mandrel was advanced through the tip and wire lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID# 2134265-2014-00868. It was reported that a shaft break occurred. The 2.75x8mm promus premier and the 2.75x12mm promus premier stent delivery system were selected on the same procedure. During the preparation of both devices, the stylets were removed however difficulties were encountered and both stylets were pulled harder which lead to the separation of the shaft from both catheters. The procedure was completed with a different device. No patient complications were reported and the patient's condition was fine.